Event description:
Abbott diabetes care received a bfarm user report which reported the following information: "on (B)(6) 2026, at 7:14 a.m., the freestyle libre 3 plus sensor (lot 1269916, sn (B)(6)) triggered a full-screen 'glucose low" alarm, displaying a value of 61 mg/dl with a downward trend arrow. One minute later, the app showed 62 mg/dl, and the alarm remained active. At the same time (7:15 a.m.), a fingerstick blood glucose test using a freestyle optium neo device (also by abbott) showed a result of 146 mg/dl, which is within the upper normal range. The optium neo¿s clock was one hour behind (displaying 6:14 instead of 7:15), but a photo of both devices, with the smartphone¿s network-synced clock showing 7:15, confirms the timing of both readings. The difference between the sensor and fingerstick values was 84 mg/dl, meaning the sensor reading was about 57 percent lower. This far exceeds the mard standard for cgm systems, which is 8 to 10 percent. If the sensor reading had been trusted, carbohydrates would have been administered unnecessarily, potentially causing hyperglycemia at the actual value of 146 mg/dl. The same error pattern has previously occurred in this patient. In the past, persistently low sensor readings led to repeated carbohydrate administration. Since the sensor values stayed falsely low, more carbohydrates were given. When symptoms like disorientation and tremor developed, an emergency doctor was called. The physician measured a blood glucose of about 220 mg/dl at the scene, while the sensor continued to show a value well below the hypoglycemia threshold (around 50 mg/dl). This discrepancy was shown to the emergency doctor and was documented at the admitting clinic upon admission. The patient then had an inpatient stay for several days." Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to bfarm. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The operating system is unknown so product information provided is for ios.